Event description:
It was reported that the patient had experienced diaphragmatic stimulation from the left ventricular lead. The lead was capped and replaced during a routine pulse generator change out procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.